Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: it was reported there was issues with the scale markings. To aid in the investigation, five samples with no packaging blisters and three photos were received for evaluation by our quality team. A visual inspection was performed. Two samples have embedded degraded resin and the other three samples have a scale marking issue. No other defects or imperfections were observed. The three photos provided show the samples received. For the scale marking issue, it could be possible a jam occurred during the printing process inducing the symptom reported. A device history record review was completed for provided material number 301033, lot number 9232577. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defects. Verification of the settings and alignment of the printing process was performed finding everything acceptable. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptoms reported by the customer are confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd luer-lok¿ syringes had faded/illegible scale markings. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "3 syringes with faded / unreadable scale marking".